Event description:
It was reported that customer experienced damage to tandem charging cable and charging supplies were no longer functional. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement charging supplies to be shipped within two days, with no additional information received regarding the outcome of the event.